Manufacturer narrative:
The actual device has been returned but the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. For this reason code was used in the conclusions. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported leakage on the involved device. Follow up communication with the user facility confirmed the following information: the sheath was used in the groin; as soon as the sheath entered the body it began to leak at the valve; once a 6fr. Catheter was placed in the sheath it began to "spray" blood; blood loss was no more than 250ml; the procedure was completed; and there was no patient injury or medical surgical intervention required.

Manufacturer narrative:
(B)(4). The actual device was not available but an unused unopened sample from the reported product code/lot # combination was returned to the manufacturing facility for evaluation. A visual examination of the sample confirmed there were no visual defects. Leakage testing revealed no leakage of the device. An evaluation of the retention samples from the reported lot as well as the surrounding lots manufactured was conducted. There were no visual anomalies noted during the visual evaluation. Functional testing confirmed leakage on one of the retention samples. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. Although the exact cause of the reported event cannot be determined, a formal investigation has been initiated. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2016-00117 to provide the sample evaluation results.